Manufacturer narrative:
Additional information has been requested of a local representative for the model and serial number of the lead. Once this information is obtained, this report will be updated.

Event description:
It was reported that this lead exhibited oversensing of noise during review of the wireless electrocardiogram. Device data was sent to rhythmcare for review. Data review determined the noise was falling within the blanking period. Rhythmcare discussed the use of wireless electrocardiogram and provided recommendations for further evaluation to be considered at the next follow up appointment. This lead remains in service. No adverse patient effects were reported.